Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
Rp 011812 - the dentist reported that after 1 month dental implant was installed in intraoral region 20#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved and the patient presented bone type IV.